Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated the pump stopped working on (B)(4) 2017. The patients weight at the time of the event was reported. No further information has been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (7 mg/ml at 2.224 mg/day) via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and spinal pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The motor stall occurred at the (B)(6) 2018. It was noted to be unknown if the patient had recently hadan MRI. The pump was replaced today because it had a motor stall. The reason for the motor stall was unknown which was why they replaced the pump. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicated that the motor stall initially occurred on (B)(6)2017 and that the pump stopped working on (B)(6) 2017. No further information has been reported as a result of this event.